Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump was not delivery insulin to the patient as intended. The reporter stated, the patient¿s blood glucose (bg) levels began to elevate and the infusion set was changed without resolution of the bg elevation. The reporter did not provide any bg measurements in reference to the alleged bg elevation. The reporter stated, the patient then received an insulin bolus for the bg elevation via the pump and the bg did not respond. The reporter stated that the patient was discontinued from insulin pump therapy because, the patient¿s bg was not being brought down by using the pump. The patient was started on an alternate method of insulin delivery. The reporter stated that she allowed the pump to continue to run while not connected to the patient, placing the cannula in a cup to collect any insulin dispensed by the pump. The reporter stated that no insulin was delivered from the pump through the cannula and into the cup. Troubleshooting did not reveal any alarms or warnings related to the complaint in the pump history. The reporter denied damage or moisture to the pump. There was no sufficient information provided to determine if the patient experienced an elevation in blood glucose that meets the criteria of a reportable adverse event. This complaint is being reported because the alleged pump malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.